Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, a4, b3, b7, g3, g6, h2.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date. Subsequently, the surgeon experienced an intraoperative femur fracture.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. These complaints are 2 different patients with images not labeled with patient name or date images taken, unable to correlate which image goes with which patient. Please separate complaints and get clarification on which image goes with which patient. A definitive root cause cannot be determined. This complaint cannot be confirmed until additional correspondence is received regarding x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.